Event description:
It was reported by hospital (B)(6) that an edwards aortic bioprosthetic valve was explanted due to stenosis, after an implant duration of approximately 30 months. Patient records were requested at the time of initial report, but yet provided to edwards.

Manufacturer narrative:
Evaluation method: = x-ray. Evaluation summary: minimal calcification was observed in the cusp area of leaflet 3, minimal to moderate calcification was observed in the cusp area of leaflet 1 and moderate calcification was observed in the cusp area of leaflet 2. The free margins of leaflets 2 and 3 exhibited moderate to heavy calcification, free margin of leaflet 1 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal to moderate at the stent inflow and heavy at the stent outflow. Leaflet 3 had a tear at the free margin, tear measured approx 2mm. Wireform was also exposed on the inflow aspect. The x-ray demonstrated calcification and all three commissures appeared bent. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Note that patient records (medical history) was requested but not yet provided to edwards. There has been no information to suggest a device quality deficiency related to this event. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Patient records and medical history were provided to edwards. No further action required.

Event description:
Patient records were provided; the operative report indicates, " the patient is a (B)(6) white female, recalcitrant smoker, who was status post aortic valve replacement and associated myocardial revascularization with the vein graft to the distal right coronary artery in 2009. A 19 mm carpentier-edwards magna bioprosthetic valve was utilized and the patient did well from a surgical perspective. She presents with some fatigue and dyspnea and a followup echo demonstrates significant aortic stenosis and moderate insufficiency related to structural valve deterioration... The bioprosthetic valve manifested typical changes of structural valve deterioration with significant stenosis but no flail leaflet. The new mechanical valve prosthesis seated nicely."